Event description:
A user facility report was received reporting an overinfusion of chemotherapy on a pt. The facility reported the medication called ara-c was ordered as 220mg/500cc to be delivered over 24 hours. The facility's risk mgmt dept reported that the nurse programmed the infusion to be completed in 14 hours. No pt injury or need for medical intervention was reported. Info regarding the amount of ara-c the pt received is unknown. The serial number of the device is unknown.